Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 613 mg/dl. Customer mentioned that he keeps on getting bolus not delivered alert even though he always observe the insulin pump whenever he tried to deliver a bolus. Customer also mentioned that he keeps getting insulin flow blocked alert. The customer was assisted with troubleshooting but in the process of testing the pump, declined to use the insulin pump anymore and stated that he was no longer confident in using the pump and will just go back to manual shots. Customer stated that the insulin pump was not properly working for him. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.